Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was returned to the manufacturer for evaluation. Therefore the investigation is confirmed for filling problem and foreign material and is unconfirmed for suction issue. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ecp017g biopsy instrument allegedly experienced suction issue, filling problem and foreign material. This malfunction involved one patient with no patient consequences. Age, weight, and gender were not provided.